Event description:
On (B)(6), the plate and screws were used for the distal radius fracture olif operation. The next day after the procedure, the pt started rehabilitation. The pt often supported with the affected hand and stood up. Two weeks after the procedure, the surgeon noticed the plate and screws were not fixed properly, and the screws were out of the plate holes on x-ray. Four weeks after the procedure, the surgeon noticed that the 2 locking screws which were inserted into 3 distal plate holes of ulnar side's 2 holes were broken on x-ray. There was dorsal fracture, and there was a dorsal gap when the plate and screws were fixed. The products will be explanted after the bone adhesion.

Manufacturer narrative:
Investigation in process but not yet complete.